Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. Insulin in the reservoir, insulin leaks out when plunger is removed used 2 reservoirs. The leak was past the second o-ring. The customer was advised that they would like to return the reservoir for analysis. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used empty barrels. Missing plungers, stopper-plungers and set of o-rings. Unable to confirm customer complaint.